Event description:
It was reported that a buretrol administration set's "spike connector got separated once the bag was [punctured]" during set-up. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. The middle connector of the cap was found to be broken upon visual inspection. The cause was determined to be mishandling.